Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 706557-invalid / 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder, stomach ulcer, smoker, ovarian cancer, lung cancer, vaginal pain, pruritus breast, cervical cancer, diabetes, hypertension and uterine bleeding. Concurrent conditions included body mass index normal and vaginal pain. The patient also had a family history of ovarian cancer. Concomitant products included atorvastatin since 2016 and fluoxetine hydrochloride (prozac) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain/ middle and lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), arthralgia ("hip pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday} since 2 months after essure was implanted"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, headache, depression, anxiety, vaginal discharge, visual impairment, weight increased, diarrhoea, arthralgia, pain in extremity, abdominal pain and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia, migraine and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2010 and (B)(6) 2010. Approximate weight at the time of essure placement 135 lbs. Coils 3 right and 2 left. Current weight as of (B)(6) 2019: 171 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge, dysmenorrhea, dyspareunia, fatigue, anxiety, migraines, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter's were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 706557-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included atorvastatin since 2016 and fluoxetine hydrochloride (prozac) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain/ middle and lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), arthralgia ("hip pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). In january 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In june 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In december 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday} since 2 months after essure was implanted"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In august 2012, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, the last episode of alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, headache, depression, anxiety, vaginal discharge, visual impairment, weight increased, diarrhoea, arthralgia, pain in extremity, abdominal pain and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia, migraine and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: 01-jul-2010 and 25-may-2010. Current weight as of 10-jun-2019: 171 lbs. Approximate weight at the time of essure placement 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on 25-oct-2010: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 706557) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included atorvastatin since 2016 and fluoxetine hydrochloride (prozac) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain/ middle and lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), arthralgia ("hip pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). In january 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In june 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In december 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday} since 2 months after essure was implanted"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In august 2012, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, the last episode of alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, headache, depression, anxiety, vaginal discharge, visual impairment, weight increased, diarrhoea, arthralgia, pain in extremity, abdominal pain and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia, migraine and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2010. Current weight as of 10-jun-2019: 171 lbs. Approximate weight at the time of essure placement 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on 25-oct-2010: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received : events -abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dental problems, dysmenorrhea(cramping), headaches, depression, anxiety, vaginal discharge, vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad, weight gain, gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday) since 2 months after essure was implanted, hair loss, lower abdominal pain, hip pain, leg pain, heavy bleeding, abdominal pain. Event outcome was updated for the events: painful intercourse, cramping, heavy bleeding, migraines. Lot number was added. Lab data was added. Concomitant condition, drugs and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 706557-not valid / 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder, stomach ulcer, smoker, ovarian cancer, lung cancer, vaginal pain, pruritus breast, cervical cancer, diabetes, hypertension and uterine bleeding. Concurrent conditions included body mass index normal and vaginal pain. The patient also had a family history of ovarian cancer. Concomitant products included atorvastatin since 2016 and fluoxetine hydrochloride (prozac) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain/ middle and lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), arthralgia ("hip pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday} since 2 months after essure was implanted"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, the last episode of alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, headache, depression, anxiety, vaginal discharge, visual impairment, weight increased, diarrhoea, arthralgia, pain in extremity, abdominal pain and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia, migraine and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2010. Current weight as of (B)(6) 2019: 171 lbs. Approximate weight at the time of essure placement 135 lbs coils 3 right and 2 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge, dysmenorrhea, dyspareunia, fatigue, anxiety, migraines, back pain, abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 706557-not valid/706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mental disorder, stomach ulcer, smoker, ovarian cancer, lung cancer, vaginal pain, pruritus breast, cervical cancer, diabetes, hypertension and uterine bleeding. Concurrent conditions included body mass index normal and vaginal pain. The patient also had a family history of ovarian cancer. Concomitant products included atorvastatin since 2016 and fluoxetine hydrochloride (prozac) from 2013 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain/ middle and lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), arthralgia ("hip pain"), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and the first episode of alopecia ("hair loss"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: I haven't had a hard stool (basically diarrhea everyday} since 2 months after essure was implanted"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced visual impairment ("vision/eye problems type: my vision has gotten worse, I can't even drive at night because it hurts my eyes bad"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, the last episode of alopecia, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, headache, depression, anxiety, vaginal discharge, visual impairment, weight increased, diarrhoea, arthralgia, pain in extremity, abdominal pain and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia, migraine and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2010. Current weight as of (B)(6) 2019: 171 lbs. Approximate weight at the time of essure placement 135 lbs coils 3 right and 2 left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge, dysmenorrhea, dyspareunia, fatigue, anxiety, migraines, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 3 and 4 process together. Mr received- lot number, medical history and reporter information were added. On (B)(6) 2019: fu 3 and 4 process together. Pfs received- reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, alopecia, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, fatigue, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.